Event description:
On (B)(6) 2013, 3m espe was informed of an adverse event that occurred subsequent to the placement of mdi implants. Four implants were placed on (B)(6) 2012, in a pt with underlying health issues (cancer with both chemotherapy and radiation treatments). Because of the pt's health history, the dentist opted to perform a soft reline of the dentures even though 35 n-cm of torque was achieved during placement. Because of other medical care, pt was not seen by dentist after placement until a month later. At that time, the pt reported that she had not been wearing her denture and the dentist observed that one of the four implants was not stable and some bone loss was occurring at that site. Approx 6 weeks after placement, the pt returned with light swelling in the lower jaw; all four implants were removed and the pt was placed on antibiotics. Two weeks later (now almost 8 weeks after initial placement), the subject returned to the dentist with a fistula on the outside of the chin; she was referred to an oral and maxillofacial surgeon, who is treating her for an infection of the jaw bone.